Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user device was on the charging pad for an hour and when removed it showed no charge. The charging pad would stay lit green but when removed continuously showed no charge. After following up, it was found that the user had to leave the device on the charger for longer since it was a third-party charger. There was no report of any end-user harm or adverse event associated with this report.